Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 18-22mm in diameter and 29mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 19 mm in diameter. The right external iliac artery measured 5.6 mm in diameter and the left external iliac artery measured 7 mm in diameter. The neck angle was 50 degree. There was severe tortuosity and calcification in the left common iliac artery. There was severe tortuosity and calcification in the right external iliac artery. It was reported that while tracking the bifurcated main body through the left common iliac artery, severe tortuosity and calcification and the delivery system perforated the left internal and external iliac artery. The delivery system was removed and because the blood pressure dropped to 38, another manufacturer's sheath was inserted into the common aorta and the torn section was occluded using a reliant balloon catheter. Then, approach was made from the peritoneal cavity to the left common iliac artery, and the perforation was confirmed visually. The physician then made the vessel condition visible and the patient's blood pressure improved to 80-90; the physician elected to implant an endurant aui from the right side, and after removal of the delivery system a sentrant sheath 16fr was inserted, and endurant 16x13x156 was implanted, and then another manufacturer's 16-14-140 stent graft was implanted. The sentrant sheath was retracted to the bifurcation of the right iia and eia, the physician noticed that the site from the right cia to eia had ruptured, and thus, excluder 16-10-70 was additionally implanted. The physician stated that having severe tortuosity and severe calcification in the left cia and right eia, it was such a difficult access route for the delivery system. From the beginning, it was difficult to determine whether the patient was applicable to evar; nevertheless, the patient was rated as sub-emergency and taking the patient's condition into consideration, a possibility of an open surgery was considered low. From those observations, it is less likely that the event was attributed to the device. No additional clinical sequelae were reported and the patient is fine.